Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000107413.

Event description:
It was reported that the patient's system was autoreducing due to high impedances on their right lead. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had the high impedances.